Event description:
It was reported that balloon rupture occurred. A 15mmx2.25mm wolverine balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient injuries reported.